Event description:
During baxter's functionality testing it was found that a spectrum pump was missing the "direction of flow" label. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the missing direction of flow label was confirmed and reproduced. Evaluation found the missing label to be caused by external influence. The label was replaced during the repair process.